Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the receiver was working but the smart device was not receving a signal. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of smart device in not receving a signal could not be confirmed. A root cause cannot be determined.